Manufacturer narrative:
Amended to better reflect clarified event information received after initial report. (B)(4).

Event description:
Only femoral component revised.

Event description:
It was reported that left hip revision surgery was performed due to pain and other complications.